Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making a high pitch tone and the only way to stop it was by removing the battery. The buttons on the insulin pump were not responding. Customer's blood glucose level was 147 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Unit was monitored for 24 hours and no unexpected constant audio tone alarms were noted. Unit received with intermittent esc and act buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker.